Event description:
Additional information was received approximately three weeks ago: it was reported that the patient had a thrombocytopenia one month post implant requiring prolongation of existing hospitalization. The event resolved three months later and the patient recovered. The investigator assessed the event to be related to the study procedure and study device. The following day the patient had a fever and recovered on the same day. The investigator assessment states that the event is not related to the study device and it is related to the study procedure.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm in diameter fusiform abdominal aortic aneurysm. Infrarenal angle of 30 degrees. Aortic neck was 25 mm in diameter and 40 mm long. Distal aorta was 25 mm in diameter. Iliac's were 14mm in diameter. Iliacs had severe tortuosity with 30-40% stenosis. Femorals were 10 mm in diameter. It was reported that post procedure, the patient presented with low hematocrit and hemoglobin; however, no transfusion given. The investigator assessed as procedure and device related. A type iib endoleak was observed and left uncorrected. Patient outcome is continuing, hematology consulted and will follow up on an outpatient basis by the physician. Thrombocytopenia was diagnosed one day post index procedure and was assessed to be device and procedure related. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (endoleak), (B)(4) (unknown cause of event), (B)(4) patient's condition affected effectiveness of device (anatomy related; type ii endoleak). Evaluation, conclusions: (B)(4) device failure/lack of effectiveness related to patient condition (anatomy related; type ii endoleak), (B)(4) (unknown cause of event).

Manufacturer narrative:
(B)(4).